Event description:
The surgeon was using the all-in-one inserter. He locked off the locking plate screw with the torque screwdriver and went to the other side, when the screwdriver tip sheared off and the locking plate became jammed on the inserter. The back-up screwdriver was not found in the axle instrument tray; therefore, the surgeon used a competitors screwdriver to complete the procedure. The surgery was delayed approximately 30 to 45 minutes as a result of the foregoing. This was the 5th axle procedure performed by the surgeon and the 3rd time the surgeon had used the all-in-one inserter. The patient did not sustain any injuries as a result of the procedure.

Manufacturer narrative:
(B)(4).